Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause was unknown. They stated, "on june 15th, the lady whom I talked to was very confident in what she was doing and did it with me". They stated their device got turned off for surgery on my back when it got turned back on I didn't know what they had it on it wasn't right, [illegible], the lady there, worked the setting up. The lady there helped them reset it. Have had no [illegible] sent. The issue was resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the pt said they had back surgery on (B)(6) turned stim off for that, and noticed after turning stimulation back on they had a lot of issues with bladder leaking. Pt requested assistance to use their programmer stating they think the programmer was not working the way it had prior to the surgery and stimulation felt high or off. Pt said they have had 3 back surgeries and were always successful to turn stim off and back on after the procedures but this time a urologist came to the hospital after the surgery, checked their stimulator, and said it was good it was set on the same channel. Agent reviewed some interstim information and stim sensation information, longevity and eri information. Agent worked with pt to synch with their ins. Pt chose to change programs and increased to a comfortable setting confirming they felt stim in their bike seat. Equipment was working as expected. Pt confirmed they do not yet see low ins battery indicators on their screen. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their doctor if the issue persists. The patient's relevant medical history included pt said stimulation has never felt comfortable in 7 years. Agent reviewed stim sensation information and redirected to their doctor. Pt said they have moved and their doctor's office closed. Agent offered and sent listings and sent an update to device registration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the stimulation feeling "high or off" was determined. The patient reported they had back surgery and they turned the unit off for the surgery. When turned back on it wasn't working correctly. The steps taken to resolve the issue included talking to someone at the help desk and they got it working correctly. The issue was resolved. The cause of never feeling comfortable stimulation was determined and the problem was resolved.